Event description:
Information was received stating that a patient was showing with high impedances during a system check. The high impedances were on all "studs". The manufacturer representative (rep) was with the customer on the revision of the system: they tested the electrode in the 2 channels of the implantable neurostimulator (ins) as well as with a wireless external neurostimulator but the impedances were still high. The patient had not reported any accident or falls. It was noted the patient also currently had an implantable cardiac defibrillator (ICD), but there were no reported interactions between the two systems and when the implant was fitted they tested in the operating room with a cardio specialist without any problem. The manufacturer representative (rep) asked technical services if they had an idea about the etiology of the impedance problems, however the full impedance measurement test was not provided so they could not see the combination of the different electrodes with high impedances. Technical services noted possible causes of high impedances, and requested further information from the rep. Currently, technical services suggested the best way to restore the therapy is to replace the lead.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot#: unknown, g2. Foreign: fr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported the model of the lead was 977a2 but length was not known. The lead implant date was also not known. Impedance values were greater than 40000 ohms. They tried with the two channels of the ins and with a wireless external neurostimulator (wens). The cause of the high impedance was not resolved. If was noted that this information was confirmed with the physician/account.